Event description:
It was reported that the radio frequency (rf) head would not establish telemetry. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf (radio frequency) head would not establish telemetry. The rf head cable was found damaged; the insulation was cut open.